Event description:
The account alleged the side rail will not latch. No pt impact.

Manufacturer narrative:
The technician found the side rail rives are missing. The technician replaced the side rail rivets to resolve the issue.